Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient stated they cannot make any adjustments to their therapy. Patient is getting settings not available message on all groups. Patient services (pss) asked if patient has met with a manufacturer representative (rep) for reprogramming in the past and patient stated no. Pt stated they were able to increase their own stimulation on group a but when they tried a second time they got the message settings not available. Patient service specialist is sending a message to the local field representative about patient call. Pt called back repeating they were getting settings not available. Pt said they were now experiencing some pain and their battery usage was way lower than normal. Patient said they called their doctor yesterday who said patient had to call the manufacturer to contact a rep. Agent reviewed role of rep, provided  national answering service (nas) number for doctor's office to call and emailed field team in pt's area. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the settings not available message was due to an impedance issue with two of the electrodes. Rep met with patient and that is when the impedance issue was found. They reprogrammed the patients stimulator to avoid the electrodes with high impedances. The issue was resolved. Patient was able to use their controller normally. Rep reported that the cause of the impedance issue was not determined.